Event description:
It was reported that the pt had tilted her head back and experienced a shocking sensation. The pt turned off her device. The pt does not experience the shocking sensations when her device is off. The company representative confirmed the pt was doing fantastic since the revision. The pt's coverage was better now than before. Further information is being requested.